Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (3 mg/ml, unknown dose) via implanted infusion pump. It was reported that the patient's pump had been alarming for a couple of days and had an acute onset of symptoms consistent of opioid withdrawal. The patient experienced a grinding or buzzing sound intermittently in the patient's lower left quadrant of her abdomen for the past 8 weeks. A patient's family member told the hcp that they could hear it from across the room. The hcp noted they thought something was very wrong with the device. The device was shut down completely on (B)(6) 2023 with plan for surgical replacement. Per the hcp, upon interrogating the device on (B)(6) 2023 the telemetry indicated that the pump had suffered a motor stall and was currently in safe mode thereby delivering a minimum rate infusion which was the reason for the opioid withdrawal. The hcp noted that the pump also suffered loss of memory of the ptm/patient administered dose setting. The device was no longer vi able and needed surgical replacement. The patient was experiencing opioid withdrawal symptoms including nausea, vomiting, diarrhea and anxiety as well as some muscle spasms and cramping. The hcp prescribed oral morphine (30 mg tablets, 1 tablet every 4 hours) for the patient which was having a minimal impact on the withdrawal symptoms. Valium (5 mg up to 3 times daily) was also then prescribed for the next 10 days in addition to the morphine to help with her typical abdominal pain related to the patient's chronic pancreatitis. The patient's pump pocket in the left lower quadrant of the abdomen was healed nicely with no evidence of infection. The interrogation of the pump found to be delivering morphine concentrated at 3 mg/ml and was currently running on a minimum rate setting due to the occurrence of a motor stall in the pump switching over to safe mode. In addition, the telemetry indicated that the pump suffered a memory error and that the ptm settings were not available. The hcp reprogrammed the pump to terminate therapy which would stop the alarm from going off every 10 minutes. The second procedure of subcutaneous pump side port aspiration and the hcp was able to aspirate 2 mls of clear fluid consistent with cerebrospinal fluid into the syringe. The side port aspiration confirmed patency of the catheter. The hcp submitted for insurance authorization on an expedited basis to surgically replace the patient's pump. The patient's pump was replaced on (B)(6) 2023 . The catheter was detached from the pump and the new pump was attached to the catheter. The hcp aspirated from the side port of the pump and was able to draw csf into the syringe indicating continuity of the system. The abdominal pocket was irrigated and closed. The pump was then filled with morphine 1 mg/ml with a total volume of 20 mls. A simple continuous rate of 0.05 mg/day and an on-demand dose of 0.005 mg with a 1 hour lockout and a maximum of 10 activations per day was programmed.